Event description:
It was reported while using the bd phoenix¿ pmic-106 no mic was given for the drug trimethoprim / sulfamethoxazole (sxt) for a patient s. Aureus isolate (424161535968). No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
G5. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k082538, k082852, k082913, k131331. Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic-106 no mic was given for the drug trimethoprim / sulfamethoxazole (sxt) for a patient s. Aureus isolate (424161535968). No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
Investigation summary: this complaint is for no mics for trimethoprim / sulfamethoxazole (sxt) with staphylococcus aureus when using phoenix panel pmic-106 (catalog number 448416) batch number 4017431. The customer did not return phoenix generated lab reports, panels or isolates but provided binary files for the investigation. To investigate, three retention panels each of complaint batch 4017431 were inoculated with qc isolates s. Aureus a29213 and s. Aureus a43300 and placed a phoenix m50 machine to evaluate for sxt mic results. Also, one control panel each from the same material but different batch were inoculated with qc isolates s. Aureus a29213 and s. Aureus a43300 and placed a phoenix m50 machine to evaluate for sxt mic results. All panels returned the expected results for sxt. This complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.